Event description:
It was reported that the device had performed preventative maintenance. As found 9.33 sw as left ver 9.17 lvp lifted keypad recall eligible device, part not affected, no service required. Replaced keypad due to puncture below channel off button. Previous door cover did not provide a proper seal to the new door assy. As a result of not being able to re-use door cover as a result of the keypad replacement, replaced door cover as an incidental repair. There was no patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had performed preventative maintenance. As found 9.33 sw as left ver 9.17 lvp lifted keypad recall eligible device, part not affected, no service required. Replaced keypad due to puncture below channel off button. Previous door cover did not provide a proper seal to the new door assy. As a result of not being able to re-use door cover as a result of the keypad replacement, replaced door cover as an incidental repair. There was no patient involvement.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available h3 other text : see manufacturer narrative.